Event description:
A report was received that following a lead revision the ipg flipped and the patient was having difficulty charging. The patient underwent a revision, during which, the physician repositioned the ipg. The patient was reportedly doing well following the procedure and was able to successfully charge the ipg.